Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# v067713, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A consumer reported their deep brain stimulation (dbs) device was removed due to wires sticking out of their head. The device was removed in 2008 or 2010. The patient's indication for use is essential tremor. No cause or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.